Event description:
It was reported that the device was at eri (elective replacement indicator) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was at eri (elective replacement indicator) earlier than expected. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds that increased over time. It was noted that this increase most likely contributed to the early eri of the device. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Correction: concomitant product: 5054 implantable pacing lead, (B)(6) 1999.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.